Event description:
On (B)(6) 2014, a zoll distributor reported that an (B)(6) year old male patient passed away while wearing the lifevest on (B)(6) 2014. The patient was reportedly in his truck alone. Ems was contacted and the patient was transported to the hospital where he passed. Review of the event indicates that the patient experienced an inappropriate defibrillation event. CPR artifact during asystole contributed to the false detection. The response buttons were not pressed during the entire event as the patient was unconscious.

Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. Upon evaluation, the equipment was fully functional and able to detect and treat. Monitor: (B)(6) 2012. Belt: (B)(6) 2014.